Event description:
Pt had l shoulder surgery on (B) (6)2005 and a breg pain pump was placed by surgeon. Pt had additional l shoulder surgery on (B) (6)2006 and a djo pain pump was used. Pt now alleges that he had glenohumeral chondrolysis in the l shoulder.